Event description:
Per the clinic, the patient experienced a significant decline in speech comprehension and poor sound quality with indistinguishable background noise over the past two years (specific date not reported). Since (B)(6) 2025, the patient had a sudden deterioration that was accompanied by sharp pain described as feeling like a lightning strike. Following this event, the patient no longer understands speech with poor pronunciation, resulting in device non-use. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, there are plans to explant the device; however, this has not occurred as of the date of this report.